Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced severe spasticity in the bilateral lower extremities. An abdominal x-ray was performed and it was discovered that the catheter was fractured. The pump was also replaced since they were replacing the catheter. The patient was seen by the physician recently and she was doing better and experiencing less spasticity. The device system was used to deliver baclofen (2000 mcg/ml at 390 mcg/day).